Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer was receiving no delivery alarm when priming the tubing. It was reported that the customer removed reservoir from the pump and pushed insulin manually, but the plunger would not budge. The customer's blood glucose level was reported to be 115.2mg/dl. It was reported that the customer's reservoirs would be replaced. No further information provided.